Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the unit is missing the motion interrupt pan. No patient involvement or adverse consequences are reported.